Manufacturer narrative:
This report is being submitted as follow up no. 1 to update device evaluated by MFR, and to provide the completed investigation results. One 6f angio-seal vip was returned for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. A kinked arteriotomy locator, guidewire and tamper tube were returned as well. Visual inspection revealed that there was a kink noted at the blood inlet of the arteriotomy locator. The carrier tube assembly was properly mated with hemostasis sheath. The deployment sleeve was found to be in the rear lock position with color bands fully exposed. The bypass tube was found to be not properly seated within the hemostatic valve. The tamper tube was exposed from the sheath and returned separately. The anchor or collagen was not returned. Microscopy analysis revealed that the end of the suture appeared to be cut with a blade. Functional testing was performed. The sheath was disconnected from the carrier tube assembly. The sleeve latches and mating shafts were checked, and no damage was noticed. The bypass tube was then properly inserted into the hemostatic valve. No obstruction was noted during insertion. The carrier tube assembly was placed into the hemostasis sheath and click sound was heard. No anomalies or resistance were felt. The device sleeve was checked and verified in the full forward lock position. The hub of sheath cap and the device sleeve was completely snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and it was locked with the click sound. There were no functional anomalies noted with the deploying locking position of the sleeve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was attempting to seal the groin and felt there was an unknown issue with the angio-seal device. The patient was reported to be stable and the procedure outcome was successful. Additional information was received on 15oct2019. The site was re-prepped, the wire was inserted, the sheath was removed, the angio-seal was advanced over the wire, the dilator and wire were removed, the collagen mechanism was inserted and was difficult to lock down to the "sheath portion". The doctor pulled the "foot" back to what was assumed to be the arteriotomy and was able to eventually get it to tamp with some bleeding. Additional pressure was held with a syvek patch and hemostasis was achieved. The procedure was a coronary intervention using a 6 fr procedural sheath. A pre-deployment angiogram was performed.